Event description:
Materials#: 309653; batch#: 2153766. It was reported by the customer that we¿ve found about a dozen rxh 317694 bd 50ml syringes in the past week that have discoloration / artifacts in the plastic (white spot in photo). Verbatim: rcc received a complaint via email. We¿ve found about a dozen rxh 317694 bd 50ml syringes in the past week that have discoloration / artifacts in the plastic (white spot in photo). All from the same lot/exp pictured below. Can you please follow up with the manufacturer to alert them? Additional information: 1. Are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. A. (B)(6) 2024. 2. How was the patient outcome? Are there any clinical signs, health consequences or impact? A. As of today, we have not received any reports of adverse patient impact. 3. Any adverse event or serious injury reported to patient or health care professional? A. As of today, we have not received any reports of adverse patient impact.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported there were artifacts in the plastic. To aid in the investigation, two samples and two photos were provided for evaluation by our quality team. One sample came in a sealed packaging blister and one sample came with no packaging blister. A visual inspection was performed, and both samples have a white speck embedded in the syringe barrel. The two photos provided show one of the samples received. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot 2153766. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received materials#: 309653 batch#: 2153766. It was reported by the customer that we¿ve found about a dozen rxh 317694 bd 50ml syringes in the past week that have discoloration / artifacts in the plastic (white spot in photo). Verbatim: rcc received a complaint via email. Email(s) attached. We¿ve found about a dozen rxh 317694 bd 50ml syringes in the past week that have discoloration / artifacts in the plastic (white spot in photo). All from the same lot/exp pictured below. Can you please follow up with the manufacturer to alert them?